Event description:
Caller reported a tandem mobi cartridge alarm, specifically cartridge alarm 30, occurring during the load process with three different cartridges. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, sending a new one with updated software. The caller was instructed on using a backup insulin pump to ensure continuous insulin delivery and agreed to return the problematic pump within ten days using the provided return box and pre-paid label.